Event description:
Three weeks after treatment with juvederm in the tip of the nose, the patient experienced bruising at the treatment site. Shortly after, the tip of the nose turned black and became a scab. When the scab fell off, a "big chunk" of the nose was missing. It has been three weeks and the patient still has an open wound at the tip of the nose. The patient was also treated in a wrinkle on the chin and experienced redness at the injection site which has not healed. The physician prescribed a topical cream. The patient believes surgery may be necessary for the wound on the nose tip.

Manufacturer narrative:
Device evaluation summary: this transient side reaction has already been reported after injection of fillers, and is listed on the dfu of the product. The documentary researches in the batch files done in the past showed that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle, physico-chemical results) were always registered as conforming to the specifications. We did not perform then any specific investigation for these causes beyond recording them in our files. In conclusion, it is probable that the patient had an undesirable transient side effect to the injection, as indicated in the dfu: ecchymosis, erythema at the injection site, can occur.